Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The patient alleged difficulty breathing/shortness of breath. There was no report of patient harm or injury. The device was returned and it was found to be scrapped. Manufacturer could not confirm particles in air path during device evaluation and customer complaint was also not confirmed. If any additional information is received, a follow up report will be filed.